Event description:
It was reported when unpacking the implanted port needles one case had a loose safety device. The customer replaced the needle with a new one. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a defective safety mechanism is confirmed and was determined to be supplier related. One 20 ga x 0.75 in powerloc infusion set was returned for evaluation. An initial visual observation showed no obvious use residues throughout the returned infusion set. It was observed that the safety mechanism was not advanced over the needle tip. The orange piece inside the safety mechanism was not sent back for evaluation and was missing from the device. Because the safety mechanism was found to be defective, and no obvious use residues or damage to the device was observed, the complaint of a defective safety mechanism is confirmed and was determined to be related to the manufacture of the device. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.